Manufacturer narrative:
Device passed the displacement test. Device received with cracked belt clip rail case corner. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. The customer stated that the reservoir lip ring had damaged. The customer also stated that the insulin pump not bumped or dropped or no car accident. The device will be return for analysis.